Event description:
Caller reported encountering a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information for a pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.